Event description:
It is reported that the cup moved while trialing. The surgeon attempted to remove the liner to allow screws to be placed using the correct technique and was not successful. The shell fell out with the liner intact. The surgeon chose to implant a size larger shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.